Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged. Surgically, the lead was repositioned. Additional information indicates that the patient was seen in the clinic wherein dislodgement was confirmed with device testing and chest x-ray. There was no allegation on the device as it was reprogrammed for lead repositioning. This lead remains in service. No additional adverse patient effects were reported.